Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer generated a falsely decreased hemoglobin result while using the cell-dyn ruby analyzer. Initial 4.6, the initial result did not match clinical picture. Redrawn: 13 (within normal range of 12-16). There was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. Return parts were not available. Complaint text stated that the sample looked originally diluted which may imply a potential preanalytical issue. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the cell-dyn ruby analyzer, list number 08h67 was identified.

Manufacturer narrative:
Adverse event or product problem: the initial report was marked as an adverse event in error. There was no impact to patient management reported for this patient. An evaluation is in-process.